Manufacturer narrative:
No investigation was performed as this device did not contribute to the event.

Event description:
5 based on additional information received, this device was not related to the pericardial effusion. The perforation was attributed to the inquiry steerable catheter that was placed in the coronary sinus. There were no performance issues with this device. (B)(4).

Event description:
Related manufacturing reference: 9680001-2015-00019, 3005188751-2015-00106. A pericardial effusion was noted post ablation procedure. A pericardiocentesis was performed which stabilized the patient.